Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred rarely between 3/21/2026 and 3/21/2026. The wearable was inserted into the arm on (B)(6) 2026. The patient received low readings (no value reported) on (B)(6) 2026. The parent gave the patient something sweet juice and table. Around 10 pm, the patient started experiencing frequent urination and moderate ketones. A bg reading which was 589 mg/dl while the cgm reading was 66 mg/dl. Reporter did not mention any medical intervention during this time. Two hours later, on (B)(6) 2026 at 12:17 am, the cgm reading was 77 mg/dl and the bg reading of 465 mg/dl. The patients mother removed the sensor and pump, then brought her to the emergency room. There the patient was treated with fast and long insulin through injection and IV fluids. There the patient was treated with fast and long insulin through injection and IV fluids. On (B)(6) 2026, the patient was discharged. At the time of the report the patient was fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred rarely between 3/21/2026 and 3/22/2026. The data investigation found a difference in values that falls within the d zone of the parkes error grid.